Event description:
Additional information was received from the patient via patient letter. Patient confirmed their weight at time of event was 207 pounds. They later changed that to 215 pounds. Patient mentioned they always sit at their computer while charging.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), and product type: recharger analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a failure, no device found message. Tape cover donut end, cable insulation is peeling away at the donut end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding an external device - pt didn't have equipment with them. Pt reported probably about 4 months ago they began having issues with their recharger. Pt reported the recharger cord, where entered paddle, had been coming loose, so they tried to push back into the paddle and tape up recharger. Since then the recharger had issues with getting hot to the touch and had burned pt. When pt was at their doctor's office yesterday, medtronic representative told pt to call patient services for a replacement. Pt mentioned having a harder time getting ins to charge past 50% as well. Pt did not have their recharger at the time of call, and will call back with serial number information. Pt was hard to follow at times and kept talking over agent when trying to ask questions. Pt mentioned they took medications - did not disclose what. Pt mentioned they had program setup for their bulging disc on their sciatic nerve and an (what agent understood to be) ankylosing spondylitis. Pt said they needed a ramp to walk on instead of stairs. Agent called back to make sure pt understood when to call back by and what information would still be needed. Pt called back to provide the recharger serial number for replacement.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.